Event description:
At the end of a diagnostic catheterization procedure, while attempting routine sheath removal from the right femoral artery, the device separated into two pieces. The sheath broke apart just under the hemostatic valve of the sheath resulting in significant bleeding. Pressure was applied and a hemostat was applied to the exposed sheath piece. Upon the physician's arrival the patient was awake and talking but mildly hypotensive. While maintaining hemostasis with direct pressure, the remainder of the sheath was removed from the arteriotomy uneventfully. Manual pressure was applied to the arteriotomy as usual.

Manufacturer narrative:
One 6f engage introducer sheath was received for evaluation. The sheath hub was noted to be detached from the sheath shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath hub separation from the sheath shaft remains unknown.